Manufacturer narrative:
2088tc lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of having concerns pertaining to the cardiac resynchronization therapy pacemaker (crt-p) and the interrogation report. The device remains in use. No patient complications have been reported as a result of this event.